Event description:
It was reported that the device dropped the cot as they went to lower the cot. The medic tried to catch the cot, which resulted in a back injury.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician under. It was found that the fastener dropping the cot while loading/unloading was due to the trolley rod end assembly being broken/damaged. The issue was resolved for the customer by replacing the hydraulic cylinder rod end assembly. In response to the alleged injury, a stryker quality assurance engineer contacted a stryker sales representative for further information. She stated that the paramedic strained their back and went to the emergency room for treatment. The paramedic received anti-inflammatory as treatment and missed the remainder of their shift.

Event description:
It was reported that the device dropped the cot as they went to lower the cot. The medic tried to catch the cot, which resulted in a back injury. Attempts are being made to gather additional details from the user facility.